Event description:
Pt underwent a 4 level balloon kyphoplasty procedure. The treating physician reported that during the procedure on the 4th level, the pt went into cardiack arrest. The pt wask successfully resuscitated from the cardiac arrest and was transferred from the or to the ICU. Approx an hr after being transferred to the ICU, the pt experienced a second cardiac arrest and expired. The treating physician stated that he believed the pt's death was due to an embolic event, specifically a fat embolism.

Manufacturer narrative:
Device not returned for evaluation; follow up conversation with physician reporting event.